Event description:
Cooper surgical, pneumo-matic insufflation needle (14 gauge), did not pass occlusion test prior to use. The defective needle was removed from the field and exchanged for another "like" product that worked without issue.